Manufacturer narrative:
After further review, it was determined that the record is valid. Kindly disregard the previous rationale. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
*Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) evaluated the unit and found sufficient pressure is not getting generated. The fse replaced the 5000hr pm kit and safety disc and performed test. Unit tested properly and handover to customer in working well condition.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
After further investigation, it was identified that the safety disk and kit was expired. No other malfunction identified. Hence the complaint is invalid and no follow up report is necessary.

Event description:
It was reported by customer before use, that cs100 displayed a ¿system failure¿ error message. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.